Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received pump reset instructions, successfully reset pump without recurrence of malfunction code, was advised to continue using pump, and to call back if any malfunction code recurred, which customer acknowledged and understood.